Event description:
Patient presented to the physician with a healing issue at the chest incision site. Upon examination, the physician noted an abscess and a seroma. Physician drained the abscess and seroma in clinic and prescribed antibiotics. Patient returned for a follow-up appointment with improvement.